Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, received pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor) and pump error 130(this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement) alarms. The customer reported blood glucose value of 255 mg/dl. The event involved product(s) mmt-7040a, mmt-442ak, mmt-1884, mmt-332a. Troubleshooting was not performed for hyperglycemia. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. Troubleshooting was performed for pump error alarms. Customer was able to clear the error and complete the rewind process but pump did not pass displacement test. Customer was advised to replace the insulin pump. No further patient complications were reported. No product return is required for mmt-7040a, mmt-442ak, mmt-332a. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
The sc1 cap and reservoir locked properly into reservoir compartment during testing. The pump was received with a pump error 43 alarm during rewind due to a corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 43 alarm. Pump¿s history and trace files downloaded successfully using thump software. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly and motor. The pump was received with minor scratches on lcd window, cracked keypad overlay and scratched case. Motor motion alarm (43) was found in history file on 01/21/2026 04:55:44.000. In summary customer alleged pump error 43 alarm confirmed due to corroded motor home switch. Expose to moisture noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.